Event description:
It was reported that a patient underwent a mastectomy procedure on (B)(6) 2021 and absorbable hemostat was used. The surgeon was recently experiencing a problem where the patient developed a seroma post-operatively. He has since stopped usage of the absorbable hemostat and is no longer seeing seromas. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the surgery date was (B)(6) 2021 when the patient developed a seroma. (B)(6) 2021 25cc of fluid removed. (B)(6) 2021 14cc fluid removed. (B)(6) 2009 40cc fluid removed. (B)(6) 2021 sent to interventional radiology to have a drain placed again. (B)(6) 2021 seroma enlarged. (B)(6) 2021 35cc fluid removed. (B)(6) 2021 seroma reaccumulated. The team lead and surgeon do not have record of the lot numbers used and said they would not be able to obtain that information. When asked if the surgeon was routinely irrigating and suctioning excess product, it was noted that it sounded like he was not routinely irrigating and may have been using it prophylactically. The surgeon had used surgicel powder before, however the total number of times is not known. The following information was requested, but unavailable: what is the procedure date? What date did the seroma occur on? Was the drain used part of the regular mastectomy post-operative care? Or was a drain used to treat the post-op chronic seroma? Was there any medical or surgical intervention performed to treat the post-op chronic seroma (re-operation; prescription medication)? If so, please clarify. If medication was required, please clarify if it was prescription strength. What is the most current patient status? Can you identify the lot number of the product that was used?